Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. Unique device identifier - (B)(4). The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. An incomplete seal can exist between the disposable absorber and the breathing circuit lower assembly of the carestation 600 series systems. This incomplete seal can allow rebreathing of patient gases that have bypassed the carbon dioxide (co2) absorbent material and could result in unintended elevated inspired levels of co2 (fico2), which could lead to hypercarbia. Ge healthcare is initiating and will be reporting a field modification for this issue per 21 cfr 806. The ge healthcare internal field modification number is fmi 34082.

Event description:
The hospital reported that, during patient use, it displayed [fi:7%]. There was no reported patient injury.